Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 4-days post-implant, the low voltage lead exhibited high thresholds, and the impedance fell to a low level. High impedance was also noted. The lead was explanted and replaced. The physician was "unable to determine a free removal of the suture sleeve". No patient complications have been reported as a result of this event.